Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 18-3200, delta c-taper head 32mm +0, lot code: 32134001. Cat. No.: 2030-6525-1 6.5, cancellous bone screw 25mm, lot code: mjlwrx. Cat. No.: 2030-6525-1 6.5, cancellous bone screw 25mm, lot code: mjm2le. Cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: mjmj3h cat. No.: 542-11-48d, trident psl ha cluster 48mm, lot code: mjj2vl. Cat. No.: 6052-0935s, secur-fit max 127 hip stem #9, lot code: mhnrd7. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Right hip revision of head and liner due to possible infection and pain.

Event description:
Right hip revision of head and liner due to possible infection and pain.